Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2021 by the american journal of sports medicine titled ¿labral tear management in patients aged 40 years and older undergoing primary hip arthroscopy: a propensity-matched case-control study with minimum 2-year follow-up¿. The study reviewed one hundred fifty-two (152) patients who underwent hip procedures using arthrex fibertak devices. Eleven (11) patients were documented to have had femoroacetabular instability resulting in a second surgery during the twenty-four (24) month follow-up period. Ref: maldonado, d. R., et al. (2021). "Labral tear management in patients aged 40 years and older undergoing primary hip arthroscopy: a propensity-matched case-control study with minimum 2-year follow-up." Am j sports med 49(14): 3925-3936.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.